Manufacturer narrative:
(B)(4). The reported condition of printer issues was confirmed and resolved over the phone. The root cause was due to incompatible default printer configurations between windows and logix cm. When the laser printer that the customer was using for worksheets was set as the "default printer", the worksheets printed as expected.

Event description:
Baxter received information regarding the logix software. When attempting to print worksheets, the contents of the worksheet was split across several physical pages with each physical page having approximately a 3? X 3? Section of the worksheet. Upon investigation, nutrition technical support (nts) determined that a label printer listed in the windows "printers and faxes" folder was set as the "default printer". When the laser printer that they were using for worksheets was set as the "default printer", the worksheets printed as expected. As of (B)(4) 2011, nts was told by the facility staff that the reported issues (above) were resolved. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4) - additional information : the software was not requested by baxter. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This software is 510(k) exempt - class ii (special controls). Therefore, a 510k number will not be provided.